Event description:
The doctor's office nurse called to request assistance with an insulin pump donation. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that all of the operating currents are within specification. No unexpected low battery or off no power noted. The insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the alarm. The device had scratched display window.